Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to previously reported complaint of noise problem, MFR number 2017865-2015-03652. It was reported that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited noise. No intervention was performed. The patient would be continued to be monitored.

Manufacturer narrative:
Correction: patient condition should have been included in describe event or problem. The patient was stable.

Event description:
The patient was stable.